Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the hcu40 displayed the error message "cplg. Flow too low." Additional information: there were no patient involved the incident occurred during preventive maintenance. (B)(4).

Manufacturer narrative:
(B)(4). The customer's technician confirmed that he found a water leakage that was streaming from the cardioplegia (cplg) ice sensor down of the tank wall directly to sensor box. He managed to dry up the leak. He found the o-ring on the cplg sensor to be broken, which was the cause of the leak, and then used teflon tape to fix it. Support from a (B)(4) engineer suggested that both the sensor box and the ice sensor need to be replaced. During discussions it was revealed that the customer used klorsept as a cleaning agent. The (B)(4) engineer confirmed that the customer used the hcu40 device out of specification when they used the klorsept during the cleaning process as klorsept is not validated for use for the hcu40. He also stated that the klorsept is probably responsible for destroying the o-ring, resulting in the leak. The customer's technician was informed to replace the full cplg ice sensor as the o-ring is not available on its own. The technician was then contacted to provide a service order for the repairs that was performed. He confirmed ((B)(4) 2016) that he has a service order, however, it was all in spanish and that it has to be translated. Four attempted requests (B)(4) 2017) were made for the english translated service order, however, this was never provided. There is no documented confirmation that the repairs were completed, only the confirmation from the technician himself. However, no further complaints have been received for this reported issue.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).